Event description:
It was reported that an unknown keypad issue occurred with the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction: after review, this file is being revised from reportable to not reportable as the malfunction is not reportable.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown keypad issue occurred with the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Information provided from the completed investigation changes the reportability of this file from not reportable to a reportable malfunction the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/19/2019 to present date 01/03/2021 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that an unknown keypad issue occurred with the device. No additional information was provided. There was no patient involvement.